Manufacturer narrative:
Pump had no button response due to corroded keypad traces. No ramping numbers noted. Unable to test for failed battery test or battery out limit alarms due to no button response. Pump was received with stripped battery cap coin slot, cracked battery tube threads, reservoir tube lip and scratched lcd window. No battery compartment broken off or battery cap cracked noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 177 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.